Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin pump error alarm. Customer's blood glucose level was 86 mg/dl and 327 mg/dl. Customer stated that they cleared the alarm but unable to rewind. Customer stated pump was not exposed to a high magnetic field. The customer was assisted with troubleshooting of frozen display and they stated that the insulin pump had keypad anomaly. Customer stated that this happened for the first time. The customer mentioned that the buttons were responding. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.